Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Additional PMA/510(k) number: k011028, k013227. Device was not returned.

Event description:
It was reported that implant was removed due to implant fracture. Customer claimed that the abutment was loose and after x-rays examination, fracture implant was found. Bone loss was also noted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the reported device was not returned for investigation. Therefore, visual and functional evaluation could not be performed. No pre-existing conditions were noted on the product experience report. The reported devices had been placed on an unknown tooth location for approximately 13 years. X-ray or picture was not provided. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. It was reported that implant was removed due to implant fracture. Bone loss was also noted. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. Bone loss: a summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative